Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device shut down during operation on several occasions which caused the maintenance light to blink, the motor to stop running, and the alarm to keep making noise. The hose and coupling were properly attached. There was no harm reported due to this incident.

Manufacturer narrative:
D3. Mfg name: corrected. H3: the device was received for evaluation. Service history review identified that the device was in service several times in the last 12 months. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly. There was no known cause of the reported issue. For customer satisfaction, they will get a replacement device, and this device will be scrapped.